Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, an episode of post-paced t-wave oversensing in the right ventricle was observed. Reprogramming was recommended to resolve the issue.